Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The issue could not be replicated and the system had no issues.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was not taking ap/lateral shots. The status light on the mvs turned green but did not take any pictures. After restarting, the system worked as intended. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.